Event description:
While performing a hepatic artery embolization procedure, the physician went to deploy the retracta coil into the vessel and while detaching the device, the coil snapped off the delivery wire and traveled outside of the targeted area. The physician successfully snared the coil out of the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
One used and damaged coil, and partial delivery wire were returned for investigation. The coil and delivery wire were not attached to each other. The portion of the delivery wire that was returned included an undamaged distal coil and a severely stretched proximal coil. The coil and delivery wire were not attached to each other. It appeared as though the mandril wire pulled out of the distal solder joint and the proximal coil stretched/fractured proximal to the distal solder joint. The distal end of the distal coil (where the embolization coil is attached to the delivery wire) was undamaged. The embolization coil was also severely stretched and stretched portions has wrapped around itself. It is possible that if the mandril pulled out of the distal solder joint, the detachment and stretching of the delivery wire's proximal coil may have happened when the user tried to retract the delivery wire leading to the coils of the delivery wire and embolization coil being left in the patient. Additional stretching may have also occurred when the user snared the device out of the patient. It is possible that the snaring caused the stretching of the embolization coil as well. The product is shipped with instructions for use (IFU), which provides the warnings, precautions, and instructions for use. The IFU states to "turn the delivery wire counterclockwise 8-10 times, until coil detachment can either be felt or visualized under fluoroscopy. It is recommended that the junction remain just inside the tip of the catheter." The I fu also states "in general, the first coil selected should have a diameter that is 20% larger, or 2 mm oversized, than the vessel that is being occluded." It is possible that the device was exposed to tensile and/or torque forces beyond its intended use. The device was successfully removed from the patient. We have notified the proper internal personnel and will continue to monitor for similar complaints.

Event description:
No additional procedures or intervention were required due to this occurrence. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.